Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly, upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Event description:
It was reported, that a patient with a 27mm 7300tfx mitral valve. Underwent a valve-in-valve procedure after an implant duration of (B)(6) years (B)(6) days due to stenosis. The patient presented with shortness of breath. The procedure was successfully performed with 29mm 9600tfx valve. On pod #1, the patient was discharged in stable condition.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including chronic kidney disease (ckd), hyperlipidemia (hld), coronary artery disease (cad) and autoimmune disease.